Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. The procedure was cancelled while the patient was under general anesthesia. No additional adverse effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Corrected fields: b. Adverse event/product prob (b5. Describe event or problem). H. Device manufacturers only (h6. Device codes).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse effects were reported.